Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause for adhesive rubber was found to be missing it is likely due to: device was not used in accordance with the IFU/label. There was taping of adhesive rubber/glue, adhesive rubber missing, adhesive rubber glue showed non-olympus repair. In the IFU it is stated in "prohibition of improper repair and modification" on page 4: ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with a report of scope tip damaged. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive rubber was found to be missing. There was no patient involvement.